Event description:
It was reported that after the leadless implantable pulse generator (ipg) was placed into magnetic resonance imaging (MRI) mode using the mobile application used for MRI accessibility, the patient immediately experienced dizziness accompanied by a significant drop in blood pressure. At that time, the pacing rate had been automatically adjusted by the application to approximately 100 bpm, with the intrinsic rate previously observed in the 90's. Upon programming MRI mode off, the patient¿s blood pressure returned and the dizziness resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.